Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician implanted an unknown size veriflex stent, inflated to 12atm. When attempting to withdraw the stent delivery system, the physician felt the balloon was caught on the stent. Another physician was called in. The stent delivery balloon was inflated to 16atm and was able to be removed. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)